Manufacturer narrative:
(B)(4). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. A receiver test was performed to test if device was able to charge and boot, but failed due to perpetual booting. The receiver was opened and the ui pcba was detached to download the reciever log and passed. It was reviewed and no firmware errors were observed related to the complaint. The receiver case was opened for interior inspection and the new speaker was installed. Speaker resistance was measured and passed. The reported event of an intermittent audio output was not confirmed as testing could not be completed. A root cause could not be determined.